Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the camera. The software and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. When connected to a test system the returned psu tracked through the volume without issue. The psu passed an accuracy assessment kit (aak) test at 0.28 mm with a passing threshold of 0.35 mm. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested for psu/camera 06/20/2016. No parts have been received by manufacturer for analysis. On 06/21/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: optical communication. Camera tracking is intermittent during first use, improves after the initial registration. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system tracker was flickering. Once they moved into navigation, experienced on-going issues with line-of-sight on the camera to the reference frame and instruments. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.